Event description:
Pt had a "strong coughing event" and coughed the device out. Pt attempted to put the clinician maintained device back in himself, using tweezers and q-tips, and ended up aspirating the device. Pt didn't experience respiratory distress so pt waited until the next day when he had an appointment with his doctor. The device was removed in the or.